Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included citalopram hydrobromide and phentermine hydrochloride (phentermine hcl). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych. Injuries"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: the patient received treatment for pain, abnormal bleeding, psychological injury, migration and bladder/urinary problems. 4 coils identified out of ostia on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the left fallopian tube is patent. The left fallopian tube essure device is malpositioned. Located within the lumen of the uterus. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received: event device dislocation was marked as medically significant. Reporter information, patient race information, rcc notes, concomitant drugs and lab data were added. Patient dob was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.